Manufacturer narrative:
Age reported as 70's ¿ 80. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed: a non-conformance report was generated during production, indicating that in more than half of the pieces of this lot, the surface color was greyish-dull instead of silver-glossy; 19 of 30 pieces were separated out. It also indicates that two wrong materials were used and one of them was released. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: slight scratches on the shaft from t-handle. The t-handle is broken into two parts. The t-handle is broken in the area of the weld seam between the front and rear part. Outside thread from the rear part broke off in the area ø5.96mm. Diameter is still measurable. Rear part is made out of material 1.4301 (not heat treated) .the broken thread was not supplied. Why the outside thread broke off could not be found. Due to the missing thread, further investigation could not performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was an undisplaced intracapsular fracture in an elderly patient late 70's - 80. Inserted the dynamic hip screw guidewire and the antirotation guidewire into femoral head. Measured then chose the right length screw. No tapping was conducted as the patient had soft bone. The screw was inserted into the femoral head without the centering guide or plate during the one-step insertion method. A click was then heard during the end of screw insertion. The surgeon thought it was the femoral neck breaking but realized at this point that the guidewire had bent and the head was rotated so he had lost his reduction. He then realized that as he turned his t-handle, the screw was neither advancing nor reversing. And then he tried to undo the screw with the handle and discovered the end of the connection screw tip was broken. The patient then had to have a hemi arthroplasty instead which caused additional trauma and complication to the patient. The weld on the t-handle was broken during the attempt to reverse the screw. The handle was able to be reconnected and put back into the set. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the instruments were received visually clean but broken. According to the complaint report the insertion of the dynamic hip screw (dhs) was performed without the centering sleeve (article 338.320) whereas the surgical technique guide includes the centering sleeve. The centering sleeve provides more stability between the wrench and the dhs screw and could reduce the risk of breakage of the connection screw. Nevertheless, based on the provided information, the material and the low occurrence rate a design related issue can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.